Manufacturer narrative:
.

Event description:
It was reported to philips that the device displays a pacing equipment malfunction error. There was no reported patient involvement/adverse patient impact.